Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, an alert stating possible high voltage circuit damage detected was observed. The alert was from (B)(6) 2013, when the patient was undergoing bypass surgery. The patient received an inappropriate shock during the surgery. It was suspected that inappropriate vf detection resulting in therapy occurred at the time cautery was applied near the device. A firmware download was successfully performed during the current visit and the device was restored to normal operation. Normal values were observed during command shock testing. Device remains implanted. Patient was discharged home in stable condition.